Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and air flows back into the side port issue occurred. It was reported that the vizigo¿ sheath was not recognized after insertion. The vizigo¿ sheath was used as it was. Three hours after use of the vizigo¿ sheath, when the smart touch sf (stsf) catheter and pentaray replacement, air was drawn into the sheath. The inside of the sheath became full of air, and it became difficult to use and therefore, the vizigo¿ sheath was replaced with a new one. No air was being introduced into the patient. No medical intervention was required. No neurological symptom occurred since the procedure was completed. Transseptal puncture was not performed. No adverse patient consequence was reported. The air flows back into the side port issue is MDR reportable to the us FDA.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 24-may-2023. It was reported that a patient underwent a paroxysmal supraventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and air flows back into the side port issue occurred. It was reported that the vizigo¿ sheath was not recognized after insertion. The vizigo¿ sheath was used as it was. Three hours after use of the vizigo¿ sheath, when the smart touch sf (stsf) catheter and pentaray replacement, air was drawn into the sheath. The inside of the sheath became full of air, and it became difficult to use and therefore, the vizigo¿ sheath was replaced with a new one. No air was being introduced into the patient. No medical intervention was required. No neurological symptom occurred since the procedure was completed. Transseptal puncture was not performed. No adverse patient consequence was reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then, a functional test was performed, and the device was recognized and visualized correctly, and no issues were observed. Device history record (DHR) was performed for the finished device 60000029 number, and no internal actions related to the reported complaint condition were identified. Based on the DHR, the d 4. Expiration date and h 4. Device manufacture date have been updated. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).